Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's associated right ventricular dextrus lead had dislodged the same day as implantation which was on (B)(6) 2010. A revision procedure was performed and the lead was successfully repositioned. However, drainage was coming from the wound site and the physician expressed concern regarding suspected pocket infection. Additionally, the associated pacemaker was as close as possible to eroding through the skin, but had not broken the skin. On (B)(6) 2010, a revision procedure was performed and the device was explanted. A new device was implanted sub-muscular. According to our records, this atrial lead remains in service. A culture for bacteria was performed and they are monitoring for infection. No other adverse patient effects have been reported.